Event description:
As reported, approximately 4.5 years post initial bilateral tka, the 55 y/o female patient complained of pain. Patient had a left knee revision due to recalled poly and loose femur. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due to hospital will not release recalled implants.

Manufacturer narrative:
Section d10: concomitant products - truliant tib fit tray cem sz 3f / 2t (cat# 02-022-45-3020 / serial# (B)(6). - truliant tib imp ps insert sz 3 9mm (cat# 02-022-35-3009 / serial# (B)(6). - advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revisions reported was likely the result of insufficient bonds between the femoral components and the bones and/or patient related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Report number: 1038671-2024-05005 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 g1 h6 the following sections were corrected: b2 h6 the reason for the revisions reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.